Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath, sapien 3 ultra valve and commander delivery system were discarded by the site following the tavr procedure. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No relevant device photographs or case imagery were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Note: numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers (B)(6)) and verifying that there have been no other related complaints associated with those serial numbers. As the complaint was not able to be confirmed, a complaint history review was not required. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to the unavailability of the device and relevant imagery. Potential manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿during a transfemoral tavr procedure, resistance was encountered during the attempted advancement of a 26mm sapien 3 ultra and commander delivery system through the 14fr esheath¿ and ¿the esheath was maneuvered / manipulated in an attempt to accommodate the advancement of the valve; however, the valve strut got caught and punctured the sheath.¿ as reported in the complaint event description, the angle of insertion was ¿not particularly steep; but not shallow either.¿ inserting a device at an angle may lead to resistance and high push force. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests procedural factors (device insertion angle and high push force) may have contributed to the reported high push force and damage to the valve frame. No labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
As reported, during a transfemoral tavr procedure, resistance was encountered during the attempted advancement of a 26mm sapien 3 ultra and commander delivery system through the 14fr esheath. The esheath was maneuvered / manipulated in an attempt to accommodate the advancement of the valve; however, the valve strut got caught and punctured the sheath. No issues were noted with the sheath prior to insertion into the patient. Following the withdrawal of the devices, the sheath appeared to be kinked. A new esheath, delivery system and sapien 3 ultra valve were prepared and successfully used for the procedure. No patient injuries were reported. Information regarding the access vessel minimum luminal diameter (mld) was provided. No vessel calcification or tortuosity was reported. The devices were discarded following the procedure and are not available for evaluation.